Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Clarification to b3- reported date of event is 12/jul/2022.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in posterior side assessed as surgical damage, one opening in radius side assessed as fold flaw opening and one opening in posterior side assessed as surgical damage. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: red particles were observed on the shell. Creases are observed. Missing shell assessed as inconclusive. Wear abrasion is observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. Device has been explanted.